Manufacturer narrative:
Correction made to h6: investigation findings: replace c1801 with c18. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual devices were not available; however, a photograph of the samples was provided for evaluation. The photograph was reviewed and the foam sponge was observed separated from the cap. The reported condition was verified. The cause of the separation was due to improper distribution and handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from the cap of five (5) mincaps. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.